Event description:
Patient had ercp procedure performed on (B)(6). Patient had large stone. Used spyglass, ehl and basket to break stone down. The ehl attempts to break stone were unsuccessful. Spyglass basket was then used and became embedded into stone and unable to retrieve after multiple attempts with different equipment. The wire for the retrieval basket was left in the common bile duct and in the stomach through the patient's mouth due to concern for bile duct injury and length of procedure.